Event description:
A report was received that the ipg moves a lot when the patient bends. The patient underwent a revision procedure wherein the ipg was sutured down and was doing well postoperatively. No device malfunction was suspected.